Manufacturer narrative:
Completed by MFR with info provided by the user facility. No add'l info was provided.

Event description:
It was reported that a pt in the trauma ICU developed a stage 3 perianal pressure ulcer just below the rectum. The staff believes that twisting of the low impact zone (blue area) was the cause of the ulcer. It is not known how long the device was in place. The ulcer was treated with calmoseptine. No other medical treatment was necessary.